Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, when flushing was performed, the distal portion of the stent struts got flared. The procedure was completed with another of the same device. No patient complications nor injuries were reported.